Event description:
After placing stent, the balloon was inflated. It failed to fully inflate. When the catheter was removed, the balloon "unpeeled" and moved by itself further into the renal artery. Dye was injected and the partially deflated balloon was visualized filling most of the space in the renal artery. The metal tip was also visualized. Repeated attempts to capture and remove with snares were unsuccessful. The renal artery started to collapse. A vascular surgeon was consulted. He advised that an open surgical procedure to remove the balloon would be too risky. It was determined to leave the balloon in the artery.